Event description:
The event is reported as: the customer alleges that the packaging states the product is a preformed cuffed tracheal tube, however, the actual product is not cuffed.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review the product et tube, preformed uncuffed nasal, 5.0, lot #01m1300076 was manufactured on 12/12/2013. Upon DHR review, it was observed an inconsistent description on the printed sealed package of the product code, the part number and the lot number match the work order, but the description does not match to the work order, the exterior carton labels and the individual labels are according to the product code requirements. A document assessment (fmea) was conducted and no changes were required. Customer complaint can be confirmed with lot number reported. Upon DHR review, it was observed that the lot number reported, corresponds to the lot identified to be affected with outer/inner label mismatch issue. However, to correct this situation for similar complaints received in the past, a CAPA requested was issued in order to investigate and address this issue on the process. Teleflex will continue to monitor and trend relating complaints.